Manufacturer narrative:
Insulin pump was received with detached end cap, missing end cap sticker, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that when she was setting the infusion set, she rewound the insulin pump and tried to prime but the bottom was coming off. Customer's blood glucose level was 128 mg/dl. The bottom of the insulin pump was coming off next to the up and down arrows. There was space between those pieces. Next to the arrow on the face of the insulin pump, the casing was coming apart. There was no crack on the casing. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.